Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels as high as 486 (mg/dl). Contact reported that the customer changed their infusion site and administered a bolus with the pump. Recommendation was made to consult with health care provider to discuss diabetes management.